Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving dilaudid (40 mg/ml at 11.091 mg/day) via an implantable infusion pump. The indication for use was failed back surgery syndrome and spinal pain. It was reported that the patient missed a refill appointment on (B)(6) 2018 and their low reservoir alarm date was set to (B)(6) 2018. The pump was interrogated today and the pump read 0.4 ml. The caller reported that they did not hear an audible alarm. No symptoms were reported. It was noted that the pump would be refilled with the drug if it was available or with saline. No further complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp) indicated that the patient was admitted to the hospital and the pump was interrogated. No further complications have been reported as a result of this event.